Manufacturer narrative:
Results and conclusions: during analysis, the condition was confirmed that two and half staples did not form. It appears that the dlu was closed on excessive tissue thickness, but it was stated that the anastomosis was leaking over a height of 1.5mm, which is less than the upper limit of 1.6mm. Therefore, the root cause can not be determined. The issue will be monitored.

Event description:
Pcs29 dlu was fired and the anastomosis leaked over a height of 1.5mm. The anastomosis was sutured by hand and a colostomy had been performed.